Event description:
During knee surgery the switchpen would not burn/cut at 35, 40, or 45. It was brought up to 60 and it began to `smoke' and resulted in a burn hole in the surgeon's glove. No injury was reported. The case was continued using another switchpen.